Event description:
Pt was taken to the or for a cysto/tur. The specimens obtained should drain into drain system. When the surgeon attempted to remove the specimen from the tissue trap, it was noted that the tissue trap was disengaged from the drainage bag and that the tissue had gone down the drain except for 3 or 4 chips. There was no direct adverse result for the pt, however most of the specimen was lost and could not be sent to pathology. The tissue that was tested showed benign hyperplasia.